Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the patient was confused and experienced hallucinations so they were admitted. It was unknown what actions/interventions were taken to resolve the issue or if the event was resolved. No further complications were reported/anticipated.

Manufacturer narrative:
It was determined that patient codes (B)(4) no longer apply.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep). It was reported that the patient's confusion and hallucinations were felt to be due to medication toxicity and completely unrelated to deep brain stimulation (dbs). No further complications were reported/anticipated.